Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the load screen. During troubleshooting with tandem technical support, the customer was able to clear the alert and resume insulin delivery. Additionally, the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 372mg/dl.